Event description:
Liner was completely ejected from cup and on closer look was shown to be missing 3 of the locking teeth superiorly. Wear evidence on the superior rim was evident. Cup was well fixated but show some internal wear from metal head rubbing against it after displacement of liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.